Event description:
It was reported that an epg (external pulse generator) had erratic sensing and induction of vf. The physician further reported that the cause of the event could be difficult to determine because it could have been the leads. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a device serial number, the manufacturing date cannot be determined.